Manufacturer narrative:
H6 correction: the previously applied annex e patient code e2403 was replaced with e230901. The previously applied annex f code f26 was replaced with f11. The annex f code f15 was not previously indicated in error. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Added relevant literature article as attachment. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8637-20, serial# unknown, product type pump. Product ID 8637-20, serial# unknown, product type pump. Product ID 8637-20, serial# unknown, product type pump. Product ID 8637-20, serial# unknown, product type pump. Product ID 8637-20, serial# unknown, product type pump. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8637-20, serial/lot #: unknown, product ID: 8637-20, serial/lot #: unknown, b.3. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pavanello m, ronchetti a, barretta I, moretti p, piatelli g. Calcification of the pump pouch in patients receiving itb therapy: a rare complication affecting refill procedure - analysis of two cases. Clin neurol neurosurg. 2023;233:107949. Doi:10.1016/j.clineuro.2023.107949. Reported events: a 17 year old patient implanted with an 8637-20 pump receiving baclofen 140 mcg/ml for periventricular leukomalacia and apostural dystonic tetrparesis developed pouch calcification. It was reported that refilling the pump had become increasingly difficult, necessitating the use of ultrasound to locate the septum. Since the pump had been closing in on the replacement date it had been deemed appropriate to proceed with a replacement. In the absence of a pump malfunction it had not been deemed necessary to subject the patient to an x-ray. In the operating room, prior to the pump replacement and the discovery of the calcification, a radioscopic examination was performed which resulted in strong suspicion of calcification. It had been hypothesized that microtrauma at the subcutaneous tissue could contribute to the calcification. No complications were observed following the pump replacement. A 20 year old patient implanted with an 8637-20 pump receiving baclofen 150 mcg/ml for periventricular leukomalacia and spastic tetraparesis developed pouch calcification. It was reported that refilling the pump had become increasingly difficult, necessitating the use of ultrasound to locate the septum. Since the pump had been closing in on the replacement date it had been deemed appropriate to proceed with a replacement. In the absence of a pump malfunction it had not been deemed necessary to subject the patient to an x-ray. In the operating room, prior to the pump replacement and the discovery of the calcification, a radioscopic examination was performed which resulted in strong suspicion of calcification. It had been hypothesized that microtrauma at the subcutaneous tissue could contribute to the calcification. No complications were observed following the pump replacement. One patient implanted with an 8637-20 pump developed presented symptoms indicative of baclofen withdrawal due to pump dysfunction.